Event description:
Dental pt was having a crown prep done and the dentist was not able to numb the area successfully with the local anesthetic, septocaine. Gluma desensitizer liquid was then used. After the gluma application, the pt experienced severe pain for a period of 2 - 3 minutes but then appeared to be fine. It was discovered that the required rubbed dam was not used when applying the gluma desensitizer. The pt has since returned to the dentist to complete the crown and he reported no further symptoms. The pt did not seek medical assistance from a physician.